Event description:
The lay user/patient contacted lifescan (lfs) in 2007, and alleged that the meter was prompting an apply sample message when attempting to test. The patient was unable to test on his meter for several days. During those days, he continued to take his avandia and glucotrol (1 pill each, twice daily). He stated that in the evening he passed out. He recalls falling back but does not recall any thing else about the event. His wife found him when she arrived home from work, at approximately 12:00 a.m. The paramedics were called to the home and they obtained a blood glucose result of 25 mg/dl on their meter. The patient was taken to the hospital and admitted with a diagnosis of hypoglycemia. When he regained consciousness, he recalls blood glucose results of 55, 67, and 117 mg/dl. He was discharged from the hospital 3 days later. His glucotrol medication was discontinued and he is now taking the avandia only. The patient does not recall having any symptoms prior to passing out, he also does not remember if he ate dinner at night or took his medications. The patient did not have any test strips available to troubleshoot; so, the meter issue remains unresolved at this time. This complaint is being reported, as the patient alleges he was unable to test on his meter for several days and during that time he became hypoglycemic, which required medical intervention and hospitalization. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.